Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's system controller was very hot to the touch with watts as high as 30 with a red heart alarm and pump stop. The vad coordinator exchanged the system controller with another system controller. The hospital evaluated the faulty system controller through chest x-ray and perc lead x-ray and saw no evidence of any fractures. The lead of the system controller was palpated and no abnormalities were felt. The patient was not symptomatic at all and was sent home.